Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system. Two patients were tested for accutni and gave results of 1.86ng/ml and 0.60ng/ml. The samples were repeated on a different instrument and the results were 0.01 and 0.00ng/ml respectively. The erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were drawn in 7ml lihep plasma tubes and centrifuged at 4,000 rpm for 5 minutes. Per customer, qc has been recovering in range. A field service engineer (fse) was on-site (B)(4) 2009: fse found a loose aspirate probe and replaced the aspirate probes and dispense probes. Fse then performed alignments and ran a system check, precision run and qc. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.